Manufacturer narrative:
On april 13, 2023, the distributor reported the additional information: there was no historical data that indicated an abnormal battery drain. Troubleshooting was performed and pump functioned as intended. As the pump was functioning as intended and the event did not cause or contribute to serious injury, this event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.